Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8400ds was received for investigation. It was identified using digital caliper ID: 011 that approximately 3.1" of the ar-8400ds shaft had broken off of the main assembly. The cutting head was retained within the outer tube hood. The breakage sites at both the distal end of the remainder of the assembly, as well as the breakage site at the proximal end of the fragment, were noticeably bent. As such, this event is consistent with user applied mechanical forces via prying/leveraging the device against bone and/or hard tissue.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during meniscal surgery the shaver blade did break off. The broken off piece has been retrieved from the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. No further information received.